Manufacturer narrative:
(B)(6) 2018. (B)(6) UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator tidal volume was too low. The device was in use at the time of the reported event; however, there was no patient harm. The event date was not specified, estimate used.